Event description:
It was reported that this right atrial (ra) lead was explanted due to due to an unknown reason. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to due to an unknown reason. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to dislodgement. Also, the lead exhibited loss of capture and high threshold.